Manufacturer narrative:
This report is submitted on august 8, 2016, by cochlear limited on behalf of cochlear americas. Registration number 3009092818. Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016, due to reccurent infections at the implant site. It is unknown whether the patient will be reimplanted with another device, as of the date of this report.

Manufacturer narrative:
This report is submitted by cochlear limited (manufacturer) on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. This report is filed october 6, 2016. (B)(4).